Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ongoing air bubbles in the tubing and an air bubble in the luer lock. The user¿s blood glucose (bg) level was as high as 450 mg/dl and the user¿s bg level was not impacted at the time of the report. Reportedly, the user¿s mother administered the manual injection for the user to address bg level. The contact successfully primed the tubing to remove air bubbles.